Manufacturer narrative:
Analysis of the lead, model 3389s-40, found no anomalies. The lead was measured in segments with a calibrated ruler and caliper per device specifications. All lead measurements were within device specifications. No electrical issues were observed during functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a lead was found 1mm shorter when it was checked with both the measuring fixture and the phantom base by the surgeon. The surgeon tested with another 2 leads for comparison, used the same equipment including the lead holder form the same lead kit, and their lengths were correct. No factors noted to have led to the event. No troubleshooting was performed. The surgeon decided to use another lead. No symptoms were reported. The issue was noted as resolved. There were no further complications reported and/or anticipated.